Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 09) and a cartridge alarm (alarm 05) occurred. Reportedly, the cartridge had been loaded with 220 units of insulin and the customer verified they had followed the prompts during the load sequence. There was no impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to resolve the issue and customer continued to use the pump for insulin therapy.